Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and cannulation of the ampulla into the common bile duct procedure performed on (B)(6) 2021. During the procedure, when the physician attempted to cut the ampulla, the cutting wire of the dreamtome rx 44 "snapped proximally." It was reported that no part of the cutting wire detached and fell into the patient. The device was removed successfully together with the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and slightly kinked.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.